Event description:
It was reported that using a radial artery access approach during a procedure of the heavily calcified, narrow, 96% stenosed, distal circumflex artery the 2.5 x 15 mm xience prime stent delivery system (sds) was attempted to cross the lesion without success. During the attempt to advance resistance was met and it was noted that the stent implant became deformed and the shaft of the sds outside the anatomy was separated. It was noted that a 3.0 x 18 mm xience prime sds was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation and stent damage were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.